Manufacturer narrative:
The reported events of noise and stylet insertion difficulty were confirmed by analysis. Final analysis found one external insulation abrasion breaching the outer insulation at 8.4-8.8 cm from the connector pin consistent with friction to the device can. Final analysis also found blood clogged in the inner coil at the obstruction area. No other anomalies were found.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the right ventricular (rv) lead exhibited noise over-sensing, presenting as episodes of noise reversion and false high ventricular rate (hvr). The physician decided to revise the rv lead. During procedure, the stylet was not able to be advanced. The rv lead was explanted and replaced. Patient condition was stable throughout.